Event description:
It was reported that customer experienced battery depleting faster on pump and declined further troubleshooting or follow up with Technical Support. There was no reported impact to the customer¿s blood glucose level. Technical Support documented report, was unable to confirm battery depletion issue, and no further actions were taken because customer declined additional support.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S9 / 2.6.1 / Android_10.